Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had a drg trial on (B)(6) 2020. During the procedure, the physician could not achieve the desired location for the lead. In turn, the procedure was abandoned and no product was implanted.